Event description:
Reporter has family member who used psa moisturizer inhaler (issued in (2003). Four days later device backflowed and water entered pt's lungs. Pt was taken to emergency room of hospital. "Had referred device." An adjustment was needed to the respirator. Pt is doing fine, no need for respirator.